Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296-88 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in high increasing thresholds and loss of capture. The lv lead was repositioned and remains in use. It was further reported that the device was replaced due to early battery depletion. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.